Manufacturer narrative:
H3: analysis of (B)(4) product ID# 977119 found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep. Said they had used two tablets and two different communicators and tried to use the cord plugged between communicator and tablet, but still could not connect to the ins with the tablets. Rep said they had connected prior to implant, but now at implant, rep could not connect and kept seeing the tablets sequence from the connect screen to the searching for device screen. Communicator appeared to be connecting to tablet with green stable light on communicator, but the searching for device screen kept looping. On call, rep tried to connect again with cord plugged into tablet between tablet and communicator with communicator directly over ins, but not no device found. Rep connected pt handset successfully and saw ins charged at 90%. Recharger was not in the room and rep confirmed recharger off. Rep shut off pt handset and communicator and tried to connect with a 3rd tablet with cord plugged in between communicator and tablet. Rep had taken batteries out of all other communicators and had shut off all apps on other tablets, but still got no device found on 3rd tablet. App versions confirmed and feature code was d. Again, communicator was directly over ins. Technical services (tss) had the rep. Swap out ins and rep, successfully connected to new ins with tablet. Connections and impedances checked out as within range. No symptoms were reported.